Manufacturer narrative:
Product not being returned. Analysis of retained samples from lot in question in process.

Event description:
Customer stated hydroset did not set up during m.v.d. Surgery. All instructions were followed and no other fluids were mixed in. Per customer, the area to be covered was smaller than 4cm sq. No syringe was used, only used bowl sculpting.